Manufacturer narrative:
H3, h6: product ID: 9736401, lot number: 1707294996400276, was returned to the manufacturer for analysis. The reported complaint could not be duplicated. The wan, dmz and all 8 ethernet ports functioned as intended. The cable that was returned in the kit with the checkpoint passed a continuity test, with no opens or shorts detected. Codes b01, c19 and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736401r, serial/lot #: -, ubd: , UDI#: h6: multiple annex a codes were coded for this event. A1102 was coded for the "no video detected error." A110201 was coded for the system not booting. A0718 was coded for the system being unable to shut down. H3, h6: the system was serviced in the field and the router was replaced. B01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that replacing the computer in a separate case, the system still booted up to "no video detected". After plugging the system into a different wall outlet, the system booted up normally, but now the system was getting stuck at a "no video detected" error when shutting down. The shutdown was initiated through the software. The system was unable to power down. Approximately 7 seconds after initiating shutdown, the error message appeared and would stay on screen indefinitely until a hard shutdown was performed.  The manufacturer representative (rep) suspected this issue was due to a malfunctioning network router. There was no patient involvement.